Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s buttons has to press twice. The customer¿s blood glucose was unknown. Customer stated that the screen of insulin pump was scratched and vision was not as bright. The customer mentioned that the insulin pump had unexplained no delivery alarms and had rejected new battery alert. The insulin pump had crack on the casing where reservoir was placed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.